Event description:
It was reported that during an in-clinic follow up, several episodes of noise resulting in oversensing were recorded observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the lead was damaged. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.